Manufacturer narrative:
Reported event due to improper cleaning by the end user. The customer was provided re-education on proper cleaning and maintenance and guidance on parts that need to be replaced due to extensive wear/tear or damage due to improper cleaning.

Manufacturer narrative:
Ge healthcares investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No patient details are available. Report source: medwatch mw(B)(4). Legal manufacturer: (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported an allegation of mold on the canopy seals of the giraffe omnibeds being used in the nicu.